Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and surgical intervention; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Device evaluated by manufacturer? Not returned.

Event description:
Alleged per patient: on (B)(6) 2010, the patient underwent open ventral hernia repair with ventralex mesh. The patient reported normal healing but persisting pain that is 9/10 on pain scale. The patient has had several appointments with implant surgeon and CT scans and MRI, no diagnosis provided. Addendum per legal complaint no: attorney alleges that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As alleged, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum 05/30/2014 lm lpn: patient had a uneventful post operative course. She began complaining of pain three months after surgery. She is taking pain medication. CT scans have been performed and the physician states that her issues are not related to the mesh. She complains of severe pain. There are no plans for additional surgery, therefore she was referred to and is being treated by the pain management clinic.